Event description:
It was reported the patient had a urinary tract infection. It was noted the patient experienced an increase in frequency and urgency. It was reported the patient was prescribed cipro for seven days and pyridium for four days. It was noted the patient¿s symptoms resolved without sequelae on 2010-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v514031, implanted: 2010-(B)(6), product type lead. (B)(4).